Event description:
It was reported that there was stimulation in the wrong location. It was stated that the patient had fallen and the lead had migrated out 1-2 vertebrae levels. It was noted that the fall had occurred ¿about a week ago.¿ additional information received reported that an impedance check had been done on the day of the lead replacement surgery and there were high impedances seen on electrode 10. It was noted that the lead was surgically replaced on (B)(6). It was stated that the patient had fallen out of a car and a fractured lead was suspected. It was noted that the fall was not device related. It was noted that the patient was receiving effective therapy and had a 50% or greater symptom reduction.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).